Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "off by 6 minutes". The customer did not know how the pump time became inaccurate. The reported issue did not adversely impact customer's blood glucose level. Tandem technical support guided the customer through adjusting the pump time.